Manufacturer narrative:
Related reports to this event include 0001822565-2016-03994 and 0001822565-2016-03995. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to poly wear. During the surgery, the locking mechanism on the shell was damaged while the new liner was being inserted. Subsequently, the cup and head were also revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.